Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas, with blood glucose reaching a nadir of 64 mg/dl and remaining below 70 mg/dl for approximately 10 minutes; the user received device low and urgent low alerts and self-treated with oral glucose. Symptoms included no reported immediate health effects. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included complaint intake, review of the blood glucose questionnaire, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and an unclear precipitating factor for the low glucose event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.